Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during open liver resection while employing liver parenchyma resection, the device unable to retract and the reload was not able to be removed. The stapler was fired on thick tissue, and the jaw of device locked on tissue. After multiple efforts to retract, the stapler was excised from the tissue. The tissue was cirrhotic. There was a tissue loss and damage as a result of this problem. The surgeon tried to remove the stapler by several difference means, opening, un-articulating, then had to suture proximally preventing any vessels from bleeding which led to an extension in surgical time. The stapler was cut out off the tissue in order to complete the case. Patient status : alive - no injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.